Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial # (B)(4). Description: linear st lead, 70cm model #: sc-3138-55, serial # (B)(4). Description: scs phiii ext 55cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient trialed with two leads and extensions. Following the trial, the patient underwent an ipg implant procedure, wherein the physician discovered an infection at the patient's lead site. Per physician, the cause of the infection is unknown. The patient underwent an explant procedure wherein their leads and extensions were removed. The patient was administered IV antibiotics.